Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported stomach contents do not drain even though the position and handling are correct. Aspiration is often necessary. Additional information received stated the eyes were present; none were missing and they were all fully punched through. The hose was not kinked during use.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample has been received for evaluation. Without a sample we are unable to determine the root cause of the reported condition or implement any corrective action. If a sample is returned later, this complaint will be reopened, and the investigation updated to reflect the findings. Without a sample we are unable to confirm the reported condition. A review of the line has been completed, with no issues noted. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.